Event description:
Additional information received reported that investigator assessed the previously reported gi bleed which occurred approximately 7 months post index procedure was not related to the study stents. Approximately 19 months post the index procedure, the patient had a gi bleed. The patient was admitted to hospital and was treated with medication and underwent a colonoscopy with biopsy. The investigator assessed that the event was not related to the study stents. The patient recovered.

Event description:
The gi bleed event was treated with medication.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had 2 endeavor sprint rx drug eluting stents implanted in the mid rca. Approximately 7 months post the index procedure, the patient was admitted for abdominal pain, diarrhea and loss of consciousness and gi bleed was confirmed. Patient was treated with fluids and antibiotics and patient was discharged in stable condition. Approximately 1 year post the index procedure the patient was admitted with chest pain patient and revascularization (stenting) was performed. The investigator has indicated the event was not related to the study device